Manufacturer narrative:
It was reported that the wound dehiscence occurred four days following the initial procedure and no second procedure was performed.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient, as a primipara, underwent a lateral episiotomy procedure on (B)(6) 2015 and suture was used for continuous suturing the perineum muscle layer. Eight days following the procedure, the wound split and the patient was treated with hospital standard therapy at that time. The patient has a good recovery, but not discharged yet. Additional information has been requested.